Event description:
It was reported that the pt experienced withdrawal and no pain relief with the pump. Symptoms reported were drowsiness, nausea, dilated eyes, yawning, falling down and breaking bones. Following these symptoms the pt was unable to eat or drink for 5-6 days. This has been going on for the five years the pt has had the pump. There were no alarms and no volume discrepancies at refills. A dye study and roller study were performed (date and results were not provided). Per the rptr, the catheter was replaced (date not reported) and the surgeon indicated that "around the pump there was junk like scar tissue and medical waist around the mess." The pt was at home and his status was reported as "serious". The pump was used to deliver morphine, clonidine and bupivicaine. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4). Dilated eyes, yawning, and unable to eat or drink.